Event description:
It was reported that the defibrillator incorrectly diagnosed ventricular tachycardia as supraventricular tachycardia. The patient was not reported to be symptomatic. No programming changes were made. The patient will continue to be monitored.